Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse confirmed with customer that system was rebooted. Endoscope flipping issue was resolved after the reboot. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci assisted paraesophageal hiatal hernia surgical procedure, intuitive surgical, inc. (Isi) clinical territory associate (cta) informed technical support engineer (tse) that the endoscope image was flipping. The tse explained potential causes for the endoscope flipping when reinstalled on the arm after cleaning. Tse reviewed the system logs and observed that no instruments were installed at that time. The tse advised the cta to perform a hard power cycle and to monitor the issue for the next procedure. Tse also provided guidance on an in-procedure workaround by cancelling the guide tool change (gtc) to restore proper image orientation. The procedure was completing as planned with no reported injury.